Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: 1st incident, date unknown ¿ (B)(4). 2nd incident, (B)(6) 2019 ¿ (B)(4). 3rd incident, (B)(6) 2019 ¿ (B)(4). Dr [name] has had experienced the following issues with the cd003 from not closing properly to coming apart. She has lots of experience using the product. The operating room coordinator said that this has happened three times. They believe that these were all lap chole procedures. There were no patient injuries. The date of the 3rd incident was (B)(6) 2019 and event reported was bag coming apart. The devices were discarded by the facility and are not available for return. Photos are available for the 3rd incident. Additional information received via email on 18jun2019 from applied medical implementation specialist: the information I relayed to you was provided to my by [name], the materials coordinator @ [name]. I made a phone call into the doctors office and left a voicemail. I will get back to you as soon as I hear back from dr. [Name] with more information. I have attached two photos which [name] sent to me. Additional information received via email on 21jun2019 from applied medical implementation specialist: I have made two attempts at reaching [name] & left messages. I will let you know when I hear back from her. Additional information received via email on 25jun2019 from applied medical implementation specialist: today, I made a third attempt to reach [name]. I have not heard back from her yet. I will let you know if the outcome if she gets back to me. Type of intervention: no information. Patient status: no patient injury.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: 1st incident, date unknown ¿ (B)(4); 2nd incident, (B)(6) 2019 ¿ (B)(4); 3rd incident, (B)(6) 2019 ¿ (B)(4). Dr [name] has had experienced the following issues with the cd003 from not closing properly to coming apart. She has lots of experience using the product. The or coordinator said that this has happened three times. They believe that these were all lap chole procedures. There were no patient injuries. The date of the 3rd incident was (B)(6) 2019 and event reported was bag coming apart. The devices were discarded by the facility and are not available for return. Photos are available for the 3rd incident. Additional information received via email on 18jun2019 from applied medical implementation specialist: the information I relayed to you was provided to my by [name], the materials coordinator @ [name]. I made a phone call into the doctors office and left a voicemail. I will get back to you as soon as I hear back from dr. [Name] with more information. I have attached two photos which [name] sent to me. Additional information received via email on 21jun2019 from applied medical implementation specialist: I have made two attempts at reaching [name] & left messages. I will let you know when I hear back from her. Additional information received via email on 25jun2019 from applied medical implementation specialist: today, I made a third attempt to reach [name]. I have not heard back from her yet. I will let you know if the outcome if she gets back to me. Type of intervention: no information. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided by the complainant. Visual inspection confirmed the complainant¿s experience of the detached support. Based on the condition of the event unit in the photograph and the description of the event, the reported event was caused by a missing tang on the end of the support, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.